Event description:
It was reported the camera head had water leakage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage due to pinholes a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the torn cable and the cracked lens was due to a component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image output. There were no reports of patient harm.